Event description:
A user facility submitted a repair request to the olympus service center, on an endoeye flex deflectable videoscope for video connector part air leakage. Upon inspection and testing of the customer returned device, the adhesive part on the objective lens was found peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the repair request device the following defects were found, scope connector label peeling off, air/water leaking from connector (including venting connector) and the adhesive part of the objective lens peeling off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on the method of handling the device regarding usage environment. Olympus will continue to monitor field performance for this device.